Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient had the implantable neurostimulator (ins) taken out because she was not able to sit on her buttocks because of where the ins was placed. The patient was too thin. The issue had been occurring since implant, (B)(6) 2004. The device was explanted a month or two after it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.